Event description:
Same case as: 2184052-2014-00190 and 2184052-2014-00193. It was reported that 2 virage closure tops backed out post-operatively. Revision surgery was performed (B)(6) 2014. During the revision surgery a different virage closure top was discovered to be loose.